Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a downstream occlusion during testing. A review of the event history log identified downstream occlusion messages. The cause was identified to be a force sensor calibration out of range, the force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed downstream occlusion. No additional information is available.